Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), (B)(4), and the patient's outcome could not conclusively be established through this evaluation. It was reported through patient outcome information that the patient expired on (B)(6) 2022. Due to privacy laws, the account was prohibited from providing further information regarding the event. It was noted that there were no device issues at the time of the patient's outcome. The device was not explanted for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09feb2022 via order number. The current heartmate 3 lvas instructions for use (IFU), lists adverse events that may be associated with heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022. The cause of death was unknown. There were no device issues reported at the time of patient outcome.